Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their continuous glucose monitoring device (cgm). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred on (B)(6) at 3:30pm. At this time, the patient obtained blood glucose results of ¿405, 391, 451 and 501mg/dl¿ with the subject meter and a result of ¿150mg/dl¿ on their cgm device. Lfs does not consider this to be a valid comparison. The patient manages their diabetes by self-adjusting their insulin dosage and reduced their dosage by 1 unit of humalog from 8am on (B)(6) onwards. The patient reported that 10 hours after this they developed symptoms of ¿double vision, shaky, blacking out and sweating¿. In response to these symptoms the patient received treatment from the emergency medical services (ems). The treatment which was provided at 2pm was IV glucose after the patient¿s blood glucose was measured at ¿37 and 41mg/dl¿ with the ems meter. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after allegedly obtaining inaccurately high results with the subject meter.